Manufacturer narrative:
Patient information now provided. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic ent representative received a report from the site that while navigating in an ent procedure, the navigation system went 'yellow' and unexpectedly exited. A hard re-boot of the system, and re-launching the software restored the system to normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available at time of this report. No patient files/logs have been returned to manufacturer for evaluation. No further issues have been reported. No files have been returned.